Event description:
Upon further review, it was reported that it usually occurred when the patient was in the upright positions when the change is stimulation would occur. It was noted when the patient was in a standing position; the patient would feel a sudden increase in stimulation.

Event description:
It was reported stimulation increased and decreased without warning. It was noted, the patient was reprogrammed for adaptive stimulation on (B)(6) 2013. It was noted that since the reprogramming the patient felt stimulation increased then decreased quickly. It was further noted during the week prior to this report the patient felt stimulation increase without warning ¿usually in the upright position.¿ it was noted, the patient also felt sudden decreases in stimulation. The reporter stated, the problem occurred ¿out of nowhere¿ when he was in one position. It was noted the patient does not use the patient programmer to adjust stimulation when changing positions. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).